Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue and the reason the issue could be confirmed at the pil. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there were multiple check vent alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) confirmed a misalignment of the touchscreen while testing the device. After calibrating the touchscreen, the device issue remained and there was no improvement. The asp replaced the touchscreen to resolve the issue. The asp competed a comprehensive inspection, cleaning, running test, and functional test of the device following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.